Event description:
Staff report that the enseal device they were using was defective. It was replaced it with a second device and care resumed. Staff stated they received an error message about seven times while dissecting tubes. Error message: "repositioning jaws and reactivate". FDA safety report ID # (B)(4).